Event description:
Patient with history of transposition of great arteries status post (s/p) arterial switch, pulmonary hypertension, was admitted for cardiomems device insertion. During the procedure, it appeared that the wire migrated distally. The patient then developed hemoptysis and pulmonary was consulted for emergent bronchoscopy. The patient was intubated and bronched, which showed left lower lobe (lll) active bleeding. Cardiologist reported that the pulmonary artery was punctured. Thrombin was injected and bleeding appeared to have tamponaded. He was transferred to the cardiac intensive care unit (cicu) where he was sedated and paralyzed. Repeat chest x-ray (cxr) demonstrated near complete atelectasis of the left lung. The patient developed hemodynamic instability and pressors were titrated. An emergent bronchoscopy was performed. Clot formation with oozing from ll was noted and hemodynamics continued to worsen. Eventually, the patient arrested and advanced cardiovascular life support (acls) protocol was undertaken however the patient was unable to be resuscitated.